Event description:
Complainant alleged that the medics were treating a pt who was in cardiac arrest. The medics placed the paddles on the pt for a "quick look" at the pt's heart rhythm, but the device did not display the pt's rhythm. The medics then turned the device off/on, but the device still did not display the pt's rhythm. The medic then changed to the 3 lead ECG cable and turned the device off/on. The medics then obtained a display of the pt's heart rhythm in leads 1 and 3, but received a "lead off" error message in lead 2. The medics were able to obtain another device to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as result of the reported malfunction, as the pt had been down for a long time.